Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that internal leakage test and safety valve test failed during pre-use check. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, the device was checked and nozzle units on air and o2 gas modules were found defective and were replaced, which resolved the issue. The device was delivered to the user in working condition. The issue was decided to be reported as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. Unfortunately, the device's logs and defective parts were available for further analyze, hence the root cause could not be determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 04/28/2022 corrected manufacture date: 04/25/2022 #h8 usage of device: previous usage of device: unknown corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).